Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012358638); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a crown overlap extending to the fourth node was observed. The physician decided to proceed with the implantation of this transcatheter valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) balloon. Upon 80% deployment, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve was loaded onto a new delivery catheter system (dcs). Upon fluoroscopic inspection, a misload was identified due to a crown overlap extending beyond the fourth node. Therefore, a third new valve was prepared and loaded by a different valve loader. Upon fluoroscopic inspection, a crown overlap extending to just before the fourth node was observed. The physician decided to proceed with the implantation of this valve given the patient's condition. Upon 80% deployment, an infold was observed. Due to the patient's clinical status, the valve was fully deployed. After full deployment, the valve was in a good position; however, the infold remained. Subsequently, a post-implant bav was performed using a 25 mm balloon. Following the post-implant bav, the valve expanded fully and no further intervention was required. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed. Fluoroscopic valve load inspection of the first valve was examined and a misload appeared to be evident by inflow crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, it was documented that the valve was attempted to be implanted. A pre-implant balloon aortic valvuloplasty was performed twice due to balloon dislodgement. During the valve implantation attempt, an infold was visible. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a mislo aded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. Evidence suggests that the infolded valve was removed, and a new valve was prepped though it revealed an inflow crown overlap beyond node 4 indicative of a misload. Reportedly, a third valve was prepped, and fluoroscopic load inspection revealed an inflow crown overlap reaching node 4, indicative of a misload. A misload was not documented with the third system, and the valve was attempted to be implanted, and another infold was visible in two different views. Despite the infolding, the valve was released without immediate resolution of the infold. Consequently, a post implant dilatation was performed visually resolving the infold. Post implant angiogram revealed an expanded valve frame with complete resolution of the infold, and no evidence of aortic regurgitation/paravalvular leak. The patient¿s executive summary was available, permitting complete anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 83.3mm with a perimeter derived diameter of 26.5mm, suggesting a 34mm evolut. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, b7, e1, h6, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a crown overlap extending to the fourth node was observed. The physician decided to proceed with the implantation of this transcatheter valve. A pre-implant balloon aorticvalvuloplasty (bav) was performed using a 25 millimeter (mm) balloon. Upon 80% deployment, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve was loaded onto a new delivery catheter system (dcs). Upon fluoroscopic inspection, a misload was identified due to a crown overlap extending beyond the fourth node. Therefore, a third new valve was prepared and loaded by a different valve loader. Upon fluoroscopic inspection, a crown overlap extending to just before the fourth node was observed. The physician decided to proceed with the implantation of this valve given the patient's condition. Upon 80% deployment, an infold was observed. Due to the patient's clinical status, the valve was fully deployed. After full deployment, the valve was in a good position; however, the infold remained. Subsequently, a post-implant bav was performed using a 25 mm balloon. Following the post-implant bav, the valve expanded fully and no further intervention was required. No patient complications were reported as a result of this event. Additional information was received that a procedural delay of a couple of minutes occurred as a result of the infold.